Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a mismatch of mr vs cbct #2.

Manufacturer narrative:
H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a mismatch of mr vs cbct #2. An avm treatment was planned on (B)(6) 2025 using frame-based MRI and angio images from (B)(6) plus current cbct images. The created plan was incorrectly based on the non-current frame-fixation from (B)(6) and was not correctly updated for the current mask fixation represented by the current cbct images. The misalignment was not detected by the user and the plan was approved and delivered. The root cause is that the plan was not properly updated after changing fixation. The clear discrepancies that this caused were not properly reviewed or acted upon before the approval of the plan. The system worked as designed and intended. Elekta have not been provided with information regarding the patient's condition. An important field safety notice (100-01-102-019) has been sent to all affected customers from 17 december 2025 (elekta reference #: fca-esab-0010). To reduce the likelihood for erroneous use of obsolete stereotactic reference for treatments with a frame, leksell gammaplan® 11.5 will no longer permit the use of stereotactic cbct reference in combination with other stereotactic references.